Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms. (B)(4).

Event description:
Information received by medtronic indicated that the customer wanted to change her old pump. No harm requiring medical intervention was reported. The device will be returned for analysis.